Manufacturer narrative:
The product is available for evaluation and testing, however, the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Event description:
During prep of an atw guidewire, prior to inserting in the patient, the distal tip of the guidewire was found stretched. The product was not utilized for the procedure, and there was no reported patient complication.